Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on the night of (B)(6) 2019 with blood glucose of 41 mg/dl at the time of the incident. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller stated there was a period with no micro basals but then insulin was delivered again even when sensor glucose and blood glucose was low. The caller stated there was no max time minimal delivery. Troubleshooting was not completed. The insulin pump will not be returned for analysis.